Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a 35-year-old. Female patient who received double salt dental adhesive cream (polident max seal denture adhesive cream) cream (batch number ss2c, expiry date 31st july 2023) for denture wearer. This case was associated with a product complaint. In (B)(6) 2021, the patient started polident max seal denture adhesive cream. In (B)(6) 2021, an unknown time after starting polident max seal denture adhesive cream, the patient experienced burning oral sensation. On an unknown date, the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant), pain, wrong technique in product usage process, inappropriate schedule of product administration and product complaint. The action taken with polident max seal denture adhesive cream was unknown. On (B)(6) 2021, the outcome of the burning oral sensation was not recovered/not resolved. On an unknown date, the outcome of the choking, pain, wrong technique in product usage process, inappropriate schedule of product administration and product complaint were unknown. It was unknown if the reporter considered the choking, burning oral sensation and pain to be related to polident max seal denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call center representative on (B)(6) 2021. Consumer stated that "I've got a top denture and I've been using polident max seal. I end up with a burning sensation in my mouth when I use it. The question is, once the glue enters anywhere in my mouth turns to powder. You have to wet it and redo it again on top of the bit that turns to powder. I don't know why it turns intocase description: this case was reported by a consumer via call center representative and described the occurrence of choking in a 35-year-old female patient who received double salt dental adhesive cream (polident max seal denture adhesive cream) cream (batch number ss2c, expiry date 31st july 2023) for denture wearer. This case was associated with a product complaint. In (B)(6) 2021, the patient started polident max seal denture adhesive cream. In (B)(6) 2021, an unknown time after starting polident max seal denture adhesive cream, the patient experienced burning oral sensation. On an unknown date, the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant), pain, wrong technique in product usage process, inappropriate schedule of product administration and product complaint. The action taken with polident max seal denture adhesive cream was unknown. On (B)(6) 2021, the outcome of the burning oral sensation was not recovered/not resolved. On an unknown date, the outcome of the choking, pain, wrong technique in product usage process, inappropriate schedule of product administration and product complaint were unknown. It was unknown if the reporter considered the choking, burning oral sensation and pain to be related to polident max seal denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call center representative on (B)(6) 2021. Consumer stated that "I've got a top denture and I've been using polident max seal. I end up with a burning sensation in my mouth when I use it. The question is, once the glue enters anywhere in my mouth turns to powder. You have to wet it and redo it again on top of the bit that turns to powder. I don't know why it turns into powder. I bought probably about 20 tubes and I put up with it but I'm a bit worried, I don't know what to do. This product shouldn't turn into powder as soon as it enters your mouth. When I put it in, it turns into powder and it goes down at the back of throat and choked on it because it turns into powder. It's so clayey. I do have to apply it twice. One in the morning and one at night. I first use the max seal last (B)(6). I'm using it to hold my denture. I had the burning sensation probably by the end of (B)(6). Last use of the product was this morning. I've had burning sensation this morning as well and took mersynofen because it is very painful. I get it 10 minutes after putting the dentures and then I have it all day (burning sensation). I'm planning to go back to the denture clinic next thursday. I bought 6 tubes with the same lot number and they are all the same. I only got 2 tubes now, the others are thrown out. I am taking mersynofen for pain." Follow up information was received on 30mar2021 from consumer: the consumer was contacted to request for hcp's contact details as the one provided was not a valid number. The consumer declined follow up with her hcp. Consumer also mentioned that she has stopped using the product. Contact reporter type created for following up with hcp was removed from the case. Follow up information was received on 08 april 2021 from qa department regarding complaint (B)(4) with reference ID (B)(4) for lot number ss2c. The investigation reports concluded that the complaint stands unsubstantiated. This is the first complaint of this nature for this batch. A notification review check was carried out on this batch which relates to manufacturing deviations, vendor investigations, change controls and laboratory investigations, there were no issues noted during the manufacture of this batch as per the defect of this complaint received. Therefore no further actions will be taken at this powder. I bought probably about 20 tubes and I put up with it but I'm a bit worried, I don't know what to do. This product shouldn't turn into powder as soon as it enters your mouth. When I put it in, it turns into powder and it goes down at the back of throat and choked on it because it turns into powder. It's so clayey. I do have to apply it twice. One in the morning and one at night. I first use the max seal last (B)(6). I'm using it to hold my denture. I had the burning sensation probably by the end of (B)(6). Last use of the product was this morning. I've had burning sensation this morning as well and took mersynofen because it is very painful. I get it 10 minutes after putting the dentures and then I have it all day (burning sensation). I'm planning to go back to the denture clinic next thursday. I bought 6 tubes with the same lot number and they are all the same. I only got 2 tubes now, the others are thrown out. I am taking mersynofen for pain." Follow up information was received on 30mar2021 from consumer: the consumer was contacted to request for hcp's contact details as the one provided was not a valid number. The consumer declined follow up with her hcp. Consumer also mentioned that she has stopped using the product. Contact reporter type created for following up with hcp was removed from the case. Follow up information was received on 08 april 2021 from qa department regarding complaint 01871410 with reference ID pqc76825 for lot number ss2c. The investigation reports concluded that the complaint stands unsubstantiated. This is the first complaint of this nature for this batch. A notification review check was carried out on this batch which relates to manufacturing deviations, vendor investigations, change controls and laboratory investigations, there were no issues noted during the manufacture of this batch as per the defect of this complaint received. Therefore no further actions will be taken at this time.to go back to the denture clinic next thursday. I bought 6 tubes with the same lot number and they are all the same. I only got 2 tubes now, the others are thrown out. I am taking mersynofen for pain." Follow up information was received on 30mar2021 from consumer: the consumer was contacted to request for hcp's contact details as the one provided was not a valid number. The consumer declined follow up with her hcp. Consumer also mentioned that she has stopped using the product. Contact reporter type created for following up with hcp was removed from the case. Follow up information was received on 08 april 2021 from qa department regarding complaint (B)(4) with reference ID (B)(4) for lot number ss2c. The investigation reports concluded that the complaint stands unsubstantiated. This is the first complaint of this nature for this batch. A notification review check was carried out on this batch which relates to manufacturing deviations, vendor investigations, change controls and laboratory investigations, there were no issues noted during the manufacture of this batch as per the defect of this complaint received. Therefore no further actions will be taken at this time.

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
When I put it in, it turns into powder and it goes down at the back of throat and choked on it because it turns into powder [choking]. I end up with a burning sensation in my mouth/I had the burning sensation probably by the end of (B)(6) /I've had burning sensation this morning [burning oral sensation]. It is very painful/I've had burning sensation this morning [pain]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6)-year-old female patient who received double salt dental adhesive cream (polident max seal denture adhesive cream) cream (batch number ss2c, expiry date 31st july 2023) for denture wearer. This case was associated with a product complaint. In (B)(6) 2021, the patient started polident max seal denture adhesive cream. In (B)(6) 2021, an unknown time after starting polident max seal denture adhesive cream, the patient experienced burning oral sensation. On an unknown date, the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant), pain, wrong technique in product usage process, inappropriate schedule of product administration and product complaint. The action taken with polident max seal denture adhesive cream was unknown. On (B)(6) 2021, the outcome of the burning oral sensation was not recovered/not resolved. On an unknown date, the outcome of the choking, pain, wrong technique in product usage process, inappropriate schedule of product administration and product complaint were unknown. It was unknown if the reporter considered the choking, burning oral sensation and pain to be related to polident max seal denture adhesive cream. Additional details: adverse event information was received via call center representative on 25 march 2021. Consumer stated that "I've got a top denture and I've been using polident max seal. I end up with a burning sensation in my mouth when I use it. The question is, once the glue enters anywhere in my mouth turns to powder. You have to wet it and redo it again on top of the bit that turns to powder. I don't know why it turns into powder. I bought probably about 20 tubes and I put up with it but I'm a bit worried, I don't know what to do. This product shouldn't turn into powder as soon as it enters your mouth. When I put it in, it turns into powder and it goes down at the back of throat and choked on it because it turns into powder. It's so clayey. I do have to apply it twice. One in the morning and one at night. I first use the max seal last (B)(6). I'm using it to hold my denture. I had the burning sensation probably by the end of (B)(6). Last use of the product was this morning. I've had burning sensation this morning as well and took mersynofen because it is very painful. I get it 10 minutes after putting the dentures and then I have it all day (burning sensation). I'm planning to go back to the denture clinic next thursday. I bought 6 tubes with the same lot number and they are all the same. I only got 2 tubes now, the others are thrown out. I am taking mersynofen for pain." Follow up information was received on 30mar2021 from consumer: the consumer was contacted to request for hcp's contact details as the one provided was not a valid number. The consumer declined follow up with her hcp. Consumer also mentioned that she has stopped using the product. Contact reporter type created for following up with hcp was removed from the case.